Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that their insulin pump alarmed an error saying that a broken force sensor was detected during seating or regular delivery. The patient¿s blood glucose level was 6.2 mmol/l at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is not expected to be returned for analysis

Manufacturer narrative:
The insulin pump was received with broken force sensor alarm due to moisture damage at force sensor.